Manufacturer narrative:
The delivery system was returned and analyzed. The delivery system outer shaft was kinked at 6.5 cm from the device cup. The delivery system outer shaft was bent at 14 cm from the device cup. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system inner shaft was mechanically kinked/bent at 2 cm from the distal end of the device cup. Visual analysis of the delivery system indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the cable was pulling the device cup in sideways direction and a septal position could not be held despite continuous attempts. The leadless ipg was not used and replaced. No patient complications have been reported as a result of this event.